Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent as the patient was experiencing palpitations. The transmission showed that the right atrial (ra) lead had a loss of sensing of the native p waves. Programming options were suggested. The lead remains in use. No further patient complications have been reported as a result of this event.